Event description:
It was reported that this patient presented with chest pain and palpitation. It was noted that this right ventricular (rv) lead was not capturing at max output in both bipolar and unipolar. It was suspected that this rv lead maybe dislodged. Patient has her own rhythm, so is not currently compromised. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and loss of capture. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this patient presented with chest pain and palpitation. It was noted that this right ventricular (rv) lead was not capturing at max output in both bipolar and unipolar. It was suspected that this rv lead maybe dislodged. Patient has her own rhythm, so is not currently compromised. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.